Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported a blank display. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found the j7 power connector unplugged, and moisture damage on the electronic assembly. After reconnecting the j7 connector the pump powered up successfully. The pump passed sleep current test, active current test and self test. The history download was successful using thump and carelink upload was successful. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Force sensor zero offset within specification (23.0 mv). The motor was tested outside of the device and passed.the pump also had intermittent pump error 37 during the rewind test due to moisture damage on the electronic assembly. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay.test p-cap and reservoir locked properly into reservoir compartment during testing. The pump did not have a battery installed when received.no damage noted on the original battery cap.please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-may-2024 in the pump history file. 05/19/2024 14:16:14.000 batteryremoved (55), 05/19/2024 14:16:14.000 alarmalertnotification (40), faultnumber: batteryremoved (84), 05/19/2024 14:16:30.000 batteryinserted (44), 05/19/2024 23:44:08.000 batteryremoved (55), 05/19/2024 23:44:08.000 alarmalertnotification (40), faultnumber: batteryremoved (84), 05/19/2024 23:48:39.000 alarmalertnotification (40), faultnumber: postresetramcrcalarm (23), 05/19/2024 23:48:52.000 alarmalertnotification (40), faultnumber: battoutlimit (6), 05/19/2024 23:49:01.000 alarmalertnotification (40), faultnumber: battoutlimit (6). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Blank display was confirmed due to power connector not plugged in properly into j7 on pcba 1. Intermittent pump error 37 confirmed during the rewind test due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.